Manufacturer narrative:
Two fractured viperwire guide wire core sections were received at csi for analysis along with the oad used during the procedure. The distal guide wire core section was fractured at both ends and exhibited a kink. The remaining length of wire was not returned. Three guide wire spring tips were also returned, and examination of the tips showed them all to have been fractured with coil damage. All damaged components underwent scanning electron microscopy (sem) analysis. Per information provided to csi, two of the spring tips returned were associated with non-csi guide wires used during the procedure. Sem analysis confirmed that two of the spring tips had similar measurements, and that the third spring tip was likely from the csi viperwire. The fracture faces of this spring tip showed evidence of fatigue and galling, indicating that the oad was operated over a tight bend or kink in the wire. No foreign metal particles were identified in the tip bushing, which indicates that the oad did not contact the wire spring tip. At the conclusion of the device analysis investigation, the root cause of the wire fracture could not be determined. The oad was tested and functioned as intended. The instructions for use for the system states: "handle the oad and guide wire carefully. A tight loop, kink, or bend in the guide wire may cause damage and system malfunction during use." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
A peripheral viperwire guide wire was used with a peripheral orbital atherectomy device (oad) to treat profuse disease in the superficial femoral artery (sfa). Multiple 50-60% stenosed, calcified lesions were present with little tortuosity. Treatment was performed on low, medium and high speeds with no issue observed. The oad was advanced to the mid and distal sfa and treatment was again performed on low and high speeds. The oad was removed from the patient, however when a balloon was inserted it was noted that the viperwire had fractured into three pieces. One fracture was in the common femoral artery and the spring tip was fractured and located in the peroneal. A snare was used to retrieve the wire fragment in the sfa and two additional guide wires were inserted to remove the spring tip fragment. There were no signs of vessel damage following removal, and balloon angioplasty and stent placement were performed to complete the procedure.